Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported by the surgeon of the hospital that the exeter shaft broke and the patient required a revision surgery.

Manufacturer narrative:
An event regarding a fracture involving an exeter stem was reported. The event was confirmed. Device evaluation and results: visual inspection: a visual inspection was performed as part of the material analysis report. This visual inspection stated that: the returned device were examined with the aid of a stereo microscope at magnifications up to 50x. Explantation damage was observed on the returned device. The material analysis report concluded that the exeter fractured in fatigue. Eds analysis was performed on the exeter and the result was consistent with iso 5832/9 stainless steel alloy. No materials or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided information by a clinical consultant confirmed fatigue fracture of the stem but could not determine root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review :there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
It is reported by the surgeon of the hospital that the exeter shaft broke and the patient required a revision surgery.